Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2.2 was not detected on the bus, resulting in the drawer being unavailable for use. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.